Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor gel breast implants and experienced ¿health problems¿ and a stroke. The patient attributes these issues to her breast implants. As a result, the patient underwent removal on (B)(6) 2019. This report is for the first of two devices.